Manufacturer narrative:
The reported complaint of diagnostic anomaly was due to programmer software issue. The device interrogation revealed that the device was at elective replacement indicator (eri) when received. The longevity estimation exhibited expected longevity performance. The device was tested on bench. Analysis was normal. No anomalies were detected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for interrogation in april, the device indicated a longevity estimate of 1.4 years left of battery. In september, the patient received a vibratory alert for elective replacement indicator (eri). The physician replaced the device and the patient has been discharged.